Event description:
It was reported that before the procedure, the nurse connected the probe unit to the console (delivers power) and the unit did not function as intended. Further, a replacement unit was used.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.